Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and have no magnet response. The patient was subsequently hospitalized. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No laboratory analysis could not be conducted on this product. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and have no magnet response. The patient was subsequently hospitalized. This device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated and have no magnet response. The patient was subsequently hospitalized. This device was subsequently explanted and returned. No additional adverse patient effects were reported.